Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal dilaudid 35 mg/ml at 1.698 mg/day and marcaine 20 mg/ml at 0.970 mg/day via an implanted pump system. The patient reported a personal therapy manager (ptm) code of 8474 and 8478. It was reviewed that these codes meant that the pump had reset and was in safe state (minimum rate). Logs confirmed that the pump reset and the pump was in safe state. The patient did not hear any alarms. The patient had gone to their healthcare provider a few weeks ago, but the codes just came up on (B)(6) 2016. Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. The patient reportedly lived over two hours from the clinic and they were unable to make a trip to the clinic due to pain. Another hcp who lived closer to the patient's residence on agreed to reprogram the patient's pump to its prior pump settings on (B)(6) 2016. An hcp spoke with the patient and informed him of their plan, and the patient was in agreement. On (B)(6) 2016, the patient was seen by the hcp who lived closer to their residence, and the pump settings were confirmed with the nurse in charge of reprogramming. The patient's pump was programmed from minimum rate to their original settings, as noted above. The patient was to be referred to have their pump replaced to prevent the event from reoccurring. The cause of the codes were undetermined as of (B)(6) 2016, though they were resolved.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was being returned for analysis 2016-mar-17.